Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. There was a leakage from the distal end. The insertion section was damaged. The adhesive of the bending section rubber was broken. Here was an abnormality in the appearance of the connector. He angulation was insufficient due to the elongation of the angle wire. The objective lens was chipped. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image was disturbed and became pitch black. There was no report of patient injury associated with the event.